Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the moderately tortuous and calcified proximal left circumflex (lcx) artery. An attempt was made to advance the 15mm x 1.50mm emerge balloon catheter into the target lesion. Upon first inflation, the balloon ruptured at a nominal pressure. The device was then removed intact and was replaced with a different device. The procedure was completed and no patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).